Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine powered itself on as soon as it was plugged in. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, the bmt stated that the mother board had bleach stains on it and the power supply was blackened/ burnt. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 38,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the mother board and power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The defective power supply and mother board are not available to be returned to the manufacturer for physical evaluation.